Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, biomechanical overload, bruxism, preceding/simultaneous bone augmentation. The loosening probably occurred during the insertion of the novaloc abutment or due to overloading. The 2nd identical implant #16 is in function.